Event description:
It was reported that the patient's device reached elective replacement indications prematurely. The premature depletion was due to high output of the device as the atrial and left ventricular thresholds increased on the leads. The device was removed and replaced, the atrial lead was capped and replaced and the left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.